Event description:
The dr noted an increase in lead impedance. At implant, the impedance was 500 ohms, 6 months later, it was 700 ohms, and today it was 1114 ohms. The device was programmed to the unipolar configuration. The unipolar impedance is 538 ohms. The device is working fine.